Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
During investigation, the display screen was dim and discolored. Unrelated to this issue, the audio bolus button was detached. (B)(6).